Event description:
(B)(4). No serious injury alleged. Malfunction alleged. New information regarding this incident was received on (B)(6) 2012. Provider states leg is bent. The back right shower chair leg was bent during use. MDR filed.